Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) electrical test failed. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the issue via the logs. In order to fix the issue, the fse calibrated the shuttle transducer, atmospheric transducer and drive transducer. The fse then performed functional checks and diagnostic tests. The unit passed all performance and safety tests according to the specifications of the parent company. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) electrical test failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations, the complete event site name - (B)(6).